Event description:
Reportedly, during use of the device in the right coronary artery with moderate calcium, when the balloon was inflated to 6 atmospheres, it was noted that it was not inflating. At this point the device was withdrawn without further issue because the physician suspected a balloon rupture. Another trek rx of the same size was used to complete the procedure. There were no adverse patient effects. A clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect prep. Evaluation summary: the catheter was returned with blood and contrast in/on the inflation lumen and the balloon had loose folds, which is consistent with a leak or balloon rupture and suggests that positive pressure may have been applied to the system. There were two kinks noted in the hypotube, however this damage was not originally reported which likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported complaint. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a radial rupture in the middle of the balloon. Tears in the balloon material can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity, or insufficient preparation prior to use. Additional information was requested from the account to verify if the device was prepared according to the instructions for use (IFU) and the account stated that the device was successfully prepared outside the body without any issue. As there was no report of any leaks noted during preparation for use, this indicates that the balloon was not damaged prior to the procedure. It was further noted that negative was first pulled three times and then as the device was advanced across the lesion, negative was pulled again and at that point, blood was drawn in the inflation device. Since it was noted that the balloon was never inflated, the balloon folds may have become loose during use or from further handling after the procedure. Scanning electron microscopy (sem) analysis indicated a radial leak, intersecting a fold/crease with mechanical damage and pushed material at the leak edges. The sem report determined that the balloon failure may have been attributed to mechanical damage to the outer surface of the balloon. The lesion was characterized as moderately calcified, which likely contributed to the reported complaint. It is likely that the balloon material was damaged (scratched) from interactions with other devices and/or the calcified lesion such that the balloon tore as a result. It was further noted that the balloon was not soaked prior to using the device. If the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, any pressure (positive or negative) may cause balloon material movement, which can cause balloon damage/peeling. It should be noted that the preparation for use section of the rx trek/mini trek IFU states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material record issues with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot. There is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to filing the initial MDR, additional information was received: there was no issue noted when preparing the balloon for use. The device was prepped successfully outside of the patient anatomy. The device was not soaked, only the tip was wetted. Negative pressure was pulled three times. The device was then advanced across the lesion without difficulty or resistance and per the physician's normal process, negative was pulled again and at this point blood was pulled in. The issue occurred prior to the first inflation when the physician drew negative. No additional information was provided.